Event description:
An olympus representative reported on behalf of the customer that 1/3 of the thunderbeat 5 mm, 35 cm, front-actuated grip type s tissue pad came loose and fell into the patient's body 15 minutes after the start of a liver resection procedure. The fallen part was retrieved with forceps. The device was replaced, and the procedure was completed with a similar device. There was no delay, the outcome of the procedure was not affected, and no further medical intervention and imaging were required. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. The device did not comply with specifications. Some of the tissue pad was missing and it was confirmed that the coating on the probe had peeled off. The tissue pad piece that fell off was not returned. Based on the results of the actual product check and the results of past surveys, it is possible that the tissue pad fell off due to the following mechanism: 1. Part of the tissue pad peeled off because the seal and cut output was performed without grasping anything in the gripping part (including after the tissue was cut). 2. The peeled tissue pad fell off due to some kind of load. As for the peeling of the coating on the probe, it is confirmed that the coating on the probe peels off due to the following handling, but it could not be identified whether it matches the occurrence of this incident: sealing and cutting output is performed for a long time in a state where nothing is grasped between the gripping part and the probe tip (including after the tissue is cut). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information retrieved through follow up b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, it is likely that the mechanism causing the detachment of the tissue pad could be the following: 1. The seal and cut output was performed with the gripper closed without gripping the tissue (including after the tissue was cut), so the tissue pad was worn and peeled off. 2. Some force was applied to the peeled tissue pad causing it to fall off. -activate the device in seal and cut mode for a long duration while no tissue is grasped by the grasping section and the distal end of the probe. Activation in seal & cut mode continued after completion of a tissue cutting is also included in such activation. However, a specific root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.

Event description:
Additional information received: it was reported that it is unknown the time required to retrieve the subject device. However, it is estimated to be about ten minutes to retrieve the subject device. Additionally, it was reported that there was no particular problem to the patient's current health condition.